Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message when powered on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was verified and the coloumb counter was found to be at 17%. The coloumb counter was reset to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.